Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with proximal stent damage. The outer diameter (od) of the stent area where no damage was present measured at within specification. There were also kinks identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The 88% stenosed target lesion being treated was located in the severely calcified and severely tortuous right coronary artery (rca). The lesion was predilated with an unknown size balloon and the 3.50x28mm promus element sds was advanced to the rca and was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is stable. However, the returned product analysis revealed stent damage. This product is only ous approved but it is similar to an approved us device.